Event description:
The customer's spouse called and reported that there were air bubbles in the reservoir. Customer's blood glucose was not known. The air bubbles were reportedly large enough to be of concern. The customer's insulin pump was reported not to have been rewound with the reservoir in place. Air bubbles were pushed out with a plunger. The insulin had not been stored at room temperature. It was instructed to allow insulin to reach room temperature before use as cold insulin can cause air bubbles in the reservoir and tubing, possibly resulting in inaccurate insulin delivery. It was further advise to monitor the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.